Event description:
It was reported that the pacemaker exhibited far-field oversensing as well as atrial loss of capture (loc) and decreasing right atrial (ra) lead impedance measurements as low as 298 ohms. Technical services (ts) reviewed device data and found atrial tachy response (atr) episodes. Ts discussed troubleshooting including reprogramming timing intervals and evaluation of ra lead in clinic. This ra lead is a non-boston scientific product. There was no asystole greater than 2 seconds observed. No adverse patient effects were reported. Currently, the pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).